Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, no communication pump to transmitter. The customer reported blood glucose value of 1.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885l. - customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. - customer is reporting a discrepancy between sg and bg troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter.' - the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Reported issue resolved, no escalation required. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. Mmt-1885l was requested and customer response was the device will be returned.